Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events - 42 events were reported for this quarter. Product return status - 42 devices were received for evaluation.   Evaluation status - 41 reported events were confirmed during testing. - 41 devices were found to be affected by missing paint chips. 1 device evaluation is in progress.   Additional information - 42 devices were not labeled for single-use. 42 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 42 </noe> malfunction events in which the device had paint chips missing. 42 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 42 total events were initially reported. 42 previously reported events are included in this follow-up record.   Product return status 42 devices were received.   Event confirmation status 42 reported events were confirmed; the cause traced to component failure. Evaluation results 42 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 42 </noe> malfunction events in which the device had paint chips missing. 42 events had no patient involvement; no patient impact.